Manufacturer narrative:
We became aware of this event during post-market surveillance through research on maude database (report number mw5071582). We asked our distributor to receive further information and the availability of the pump for the actual evaluation. As soon as the pump is evaluated, a follow-up report will be sent. No consequences for the patient.

Event description:
We became aware, during post-market surveillance, of an event reported on maude database (report number mw5071582) of which we had not been made previously aware. Event description: patient dropped her crono 5 syringe pump in water while on vacation. Pt did not miss any medication nor have any adverse events. The patient will send back the damaged pump. Did not know serial # or expiration date. Patient did not provide consent to be contacted by manufacturer. No more information given. Reported to (B)(6) by: patient caregiver. Dose or amount: 44ng/kg/mon, frequency: continuously, route: IV. Dates of use: (B)(6) 2014 to present. Diagnosis or reason for use: i27. 0 primary pulmonary hypertension.

Manufacturer narrative:
Pump received and inspected: the device had come in contact with liquid/drug. As stated by the instructions for use, the device can be damaged by infiltration of liquid and for this reason the user must not: use the device while having a bath, a shower, etc; immerse the pump in detergent solutions or in water; allow infiltrations of liquid inside the pump. In this case the water penetration damaged the electronics. The pump remains in the company for scrapping, since it is over its expected life (4 years). No consequences for the patient.